Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen became unresponsive. Customer was not in possession of the pump and was unable to perform troubleshooting. Customer stated they had high and low blood glucose (bg) levels. Customer did not provide a bg value and stated manual injections were used to treat high bg levels and customer consumed carbohydrates to treat low bg levels.